Manufacturer narrative:
Results: it was reported that upon submitting the paperwork to stryker in order to get replenishments, this is when the expiration date was noticed by our customer service team. Therefore; it's likely that the expiration date was not checked before and/or during the procedure that could have led for this product to be used in surgery. Conclusion: the probable root cause is user error.

Event description:
It was reported that during a bunion procedure (mtp fusion) expired bone graph was used (expiration: 29-feb-2016). No adverse patient consequences.

Event description:
It was reported that during a bunion procedure (mtp fusion) expired bone graph was used (expiration: 29-feb-2016). No adverse patient consequences.